Manufacturer narrative:
Field service rep (fsr) evaluation: vyaire field service representative (fsr) evaluated the device onsite and found that the oxygen sensor cable not fully seated. Ran vents in neonatal patient size and adult size and there is no fi02 issues noted. Did note that fio2 increment in utilities was set to 20. Peep and volume was also tested and it passed extended self test. The field service representative confirmed the ventilator met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported to vyaire medical that the avea ventilator was on patient when it started alarming "loss of o2". They then turned fio2 to 100% and it would only give 30%.the customer advised that the patient was moved to another ventilator and there was no patient harm associated with this event.